Event description:
A (B)(6) female patient called zoll customer support that her monitor was displaying a service code. Review of the monitor flag files revealed a service code 102 (charge profile fault). The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4). Has been completed. The reporter problem (service code 102) was confirmed. Upon investigation a broken lead was discovered on high - voltage capacitor c10 on the defibrillator board. The broken lead caused the service code 102. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the broken lead on c19. The patient received a replacement monitor.